Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("inability to locate the second essure micro-insert / migration of essure device/fallopian tube perforation/ rovider accidentally punctured a hole in the fallopian tube while performing essure placement"), abdominal pain lower ("severe abdominal cramping, even when not menstruating / severe lower abdominal pain"), high risk pregnancy ("high-risk pregnancy"), pregnancy with contraceptive device ("pregnant / pregnancy") and bipolar disorder ("bipolar disorder") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2015 and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included high risk pregnancy and cesarean section. Previously administered products included for birth control: depoprovera; for an unreported indication: ibuprofen until (B)(6) 2015 and benedryl until (B)(6) 2015. Concurrent conditions included morbid obesity, anxiety and adhd. Concomitant products included obetrol (adderall). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2014, the patient experienced weight increased ("weight fluctuation"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea"), back pain ("severe lower back pain., even when not menstruating / back pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation / abnormal bleeding (menorrhagia)"), headache ("worsening of her headaches / headaches"), dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction") with rash and pruritus, migraine ("migraine") and depression ("depression"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting. On (B)(6) 2015, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced adnexa uteri cyst ("bilateral paratubal cyst"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), high risk pregnancy (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), arthralgia ("severe hip pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), anxiety ("anxiety") and complication of device insertion ("provider accidentally punctured a hole in the fallopian tube while performing essure placement"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with diphenhydramine hydrochloride (benadryl), ibuprofen, surgery (bilateral salpingectomy), and surgery (terminated pregnancy at eight weeks gestation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, high risk pregnancy, pregnancy with contraceptive device, bipolar disorder, dysmenorrhoea, menstrual disorder, dysgeusia, headache, vaginal infection, hypersensitivity, depression, anxiety, weight increased, complication of device insertion and adnexa uteri cyst outcome was unknown and the abdominal pain lower, back pain, arthralgia, menorrhagia, dyspareunia, alopecia, fatigue, vaginal haemorrhage and migraine had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, adnexa uteri cyst, alopecia, anxiety, arthralgia, back pain, bipolar disorder, complication of device insertion, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, high risk pregnancy, hypersensitivity, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. Pregnancy terminated due to concerns of position of essure device, one of which cannot be located . Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Pregnancy test - in (B)(6) 2015: positive. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received. Events: bilateral paratubal cyst were added. Outcome of events updated. Concomitant drugs, concomitant disease, historical condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("inability to locate the second essure micro-insert / migration of essure device/fallopian tube perforation/ rovider accidentally punctured a hole in the fallopian tube while performing essure placement"), abdominal pain lower ("severe abdominal cramping, even when not menstruating / severe lower abdominal pain"), high risk pregnancy ("high-risk pregnancy"), pregnancy with contraceptive device ("pregnant / pregnancy") and bipolar disorder ("bipolar disorder") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in october 2015 and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: ibuprofen until (B)(6) 2015 and "benadryl" until (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuation"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea"), back pain ("severe lower back pain., even when not menstruating / back pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation / abnormal bleeding (menorrhagia)"), headache ("worsening of her headaches / headaches"), dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction") with rash and pruritus and migraine ("migraine"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting. On (B)(6) 2015, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), high risk pregnancy (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), arthralgia ("severe hip pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), depression ("depression"), anxiety ("anxiety") and complication of device insertion ("provider accidentally punctured a hole in the fallopian tube while performing essure placement"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with diphenhydramine hydrochloride (benadryl), ibuprofen, surgery (bilateral salpingectomy), surgery (bilateral salpingectomy, during which both fallopian tubes were removed on (B)(6) 2016) and surgery (terminated pregnancy at eight weeks gestation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, high risk pregnancy, pregnancy with contraceptive device, bipolar disorder, dysmenorrhoea, back pain, arthralgia, menorrhagia, menstrual disorder, dysgeusia, headache, vaginal infection, dyspareunia, alopecia, fatigue, vaginal haemorrhage, hypersensitivity, migraine, depression, anxiety, weight fluctuation and complication of device insertion outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bipolar disorder, complication of device insertion, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, high risk pregnancy, hypersensitivity, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. Pregnancy terminated due to concerns of position of essure device, one of which cannot be located . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2015: positive. Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs received - new events "fallopian tube perforation, abnormal vaginal bleeding, migraine, pain/pelvic pain, depression, anxiety, bipolar disorder, weight gain, weight loss, weight fluctuations and did not undergo an essure confirmation test, provider accidentally punctured a hole in the fallopian tube while performing essure placement were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping, even when not menstruating / severe lower abdominal pain"), high risk pregnancy ("high-risk pregnancy"), pregnancy with contraceptive device ("pregnant") and device dislocation ("inability to locate the second essure micro-insert") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2015. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), high risk pregnancy (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe lower back pain., even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss") and fatigue ("chronic fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy, during which both fallopian tubes were removed on (B)(6) 2016) and surgery (terminated pregnancy at eight weeks gestation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, high risk pregnancy, pregnancy with contraceptive device, device dislocation, dysmenorrhoea, back pain, arthralgia, menorrhagia, menstrual disorder, dysgeusia, headache, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, alopecia and fatigue outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, high risk pregnancy, menorrhagia, menstrual disorder, pregnancy with contraceptive device, pruritus, rash, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2015: positive. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.